Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('right essure explant, are two pieces of silver metal, left essure explant, are two pieces of silver metal') in a female patient who had essure inserted. The patient's medical history included paratubal cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain and device breakage outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: gross description: submitted in-formalin labeled brenda jones, left essure explant, are two pieces of silver metal. The first piece is springy coil and is moderately smooth. The spring coils measure 3 cm in length. The other piece measures 4.5 cm in length. Submitted in formalin labeled brenda jones, left fallopian tube, is a single gray purple fallopian tube with a white light pink cyst and attached fimbriated end measuring 6.5 x 2 x 1.5 cm. Submitted in formalin: right essure explant is a gray white silver coil wire and is spring shaped. This measures 3 cm in length. The other smooth silver smooth silver piece measures 5 cm in length. Submitted in formalin labeled brenda jones, right fallopian tube, is a blue gray tan fallopian tube with the fimbriated end. There is an attached white cyst measuring 5.5 x 2 x 1 cm.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('right essure explant, are two pieces of silver metal, left essure explant, are two pieces of silver metal') in a female patient who had essure inserted. The patient's medical history included paratubal cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain and device breakage outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: gross description: submitted in-formalin labeled (B)(6), left essure explant, are two pieces of silver metal. The first piece is springy coil and is moderately smooth. The spring coils measure 3 cm in length. The other piece measures 4.5 cm in length. Submitted in formalin labeled (B)(6), left fallopian tube, is a single gray purple fallopian tube with a white light pink cyst and attached fimbriated end measuring 6.5 x 2 x 1.5 cm. Submitted in formalin: right essure explant is a gray white silver coil wire and is spring shaped. This measures 3 cm in length. The other smooth silver smooth silver piece measures 5 cm in length. Submitted in formalin labeled (B)(6), right fallopian tube, is a blue gray tan fallopian tube with the fimbriated end. There is an attached white cyst measuring 5.5 x 2 x 1 cm.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.